Manufacturer narrative:
The exact alert date was not provided. The user medwatch report states that the patient was hospitalized in 2016, and follow up communication with the customer identified that the hospitalization occurred sometime in (B)(6) of 2016. Sorin group (B)(6) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the surgery was performed in (B)(6) 2014, and the hospitalization occurred in (B)(6) 2016. The contact at the facility stated that the patient tested positive for bacteria but is doing okay. The results from additional patient cultures (36 additional cultures taken) were not yet available, and the contact was unsure of what was cultured. The customer reported that they have six heater-cooler devices but do not know which one was used on the patient. The facility plans to replace five of the six devices, and the last on is planned to be used as an internal "loaner" device. For this "loaner" device, the internal tubing has been changed to the anti-microbial tubing and filtered tap water and hydrogen peroxide are used in the device. The facility also reported that the units were used within the operating room and were cleaned once a week and rotated between different rooms. There are no test results for any of the six devices in use at the facility at the time of the patient surgery. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On january 3, 2017, sorin group (B)(4) received a user medwatch report (mw5066735) stating that a patient was hospitalized with an osteomyelitis infection in the sternum. Initial testing was positive for mycbacterium chimaera. Additional testing is being conducted, but the results have not yet been received.